Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an hcp observed gaps in glucose data on a patient¿s report while using a dexcom g7 with the ilet, and the agent advised that the gaps were consistent with brief sensor communication issues resulting in signal loss to the ilet only. Symptoms included intermittent loss of cgm data to the pump. Outcomes included no alerts or alarms and no hospitalization. Investigation included review of the provided report and outreach to assist with data synchronization. Investigation of this case revealed intermittent dexcom g7 signal loss preventing continuous data transmission to the ilet, with no pump alarm behavior observed and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump communication loss.